Manufacturer narrative:
A sample was not returned for evaluation. The cause of this incident could not be determined. Corrected data: manufacturing site registration number was corrected from "57302" to "6000096". This has resulted in a new manufacturer's report number on this follow-up report. This report is a follow-up to abbott manufacturer report number 57302-1998-28.

Event description:
Report rec'd from abbott international affiliate (abbott spain) that describes breakage of an abbocath-t intravenous catheter. The report states: "an abbocath was placed in a woman that was admitted in an or in order to perform a breast biopsy. An abbocath was placed to start fluid therapy. The nurse placed the device without problems but when the abbocath was going to be connected to the fluid sys, the nurse realized that the device was leaking fluids. When the device was removed she noticed that the catheter was broken some millimeters after the end of the cone. The catheter was extracted by a cardiovascular surgeon. The pt did not suffer any untoward consequence." No add'l info was available.